Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported specialists visit for the patient's site irritation. No release or sterilization records were reviewed, as the product number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the customers had an allergic reaction after wearing the pod. Customer experienced swelling, itching and a rash. Customer was taken to a doctor. Patient was advised to discontinue use of the pod. Patient was treated with an antihistamine.